Event description:
Additional information was received from the patient. They reported that they had contacted the doctor who managed their device about their experiencing shocks after getting into bed and turning over, and the sharp sensation like a cattle prod in the left hip right by the device that extended down into their hip after a fall. When asked to clarify what impact their getting into bed and turning over, and fall, had on the device/therapy, they replied they were not certain why it happened, and stated they were, "just getting into bed as normally I would." There was not a device issue that they knew of - it seemed to happen now after they bent over to pick something up. When asked what steps were or would be taken to resolve the issue, they responded, "down the program 4 from 1.4 [volts] to 1.2 [volts]." They (another person) were not sure why it was happening, and did not seem real concerned. The patient had continued to have shocks off and on. The issue was not yet resolved. No device removal or replacement was planned.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The patient indicated that they had fallen and that they were receiving shocks from the device. The patient was then transferred to patient services and it is reasonable that patient services clarified this information. The patient reported that a couple of weeks ago, as they were getting into bed, and also turning over in bed, they felt a shock. The patient stated that it was ok after they got off of their side, but then a couple of days ago, the patient fell and felt a really sharp sensation like a cattle prod in the left hip right by the device that extended down into the hip. The patient stated that the sensation went away and that they had not felt it since. The patient was redirected to their healthcare provider to further address the issue.